Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge, after which insulin delivery was resumed. Frequent and recurring occlusion issues were noted, and a request for follow-up assistance was made.